Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v351369, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that last summer the patient's entire system was replaced because of electrical malfunction and electrodes were showing >4000ohms. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).